Event description:
It was reported that when using the bd pyxis¿ es server, the stations were in disconnected mode after es server reboot and had data synchronization failure. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station in disconnected mode after server reboot. A technical support specialist (tss) dialed into the server after the reboot to verify system services and found that the data sync service was off. Once the service was restarted, all stations returned to normal operation. The system functioned as intended after the technical support specialist troubleshoot the device.